Event description:
It was reported that during implant, the right ventricular (rv) lead was connected to the device, and measurements were taken in which the rv coil impedance was noted as out of range at greater than 200 ohms. The rv lead was disconnected and connected several times, carefully cleaning the lead, however, the issue persisted. The rv lead was removed and a new rv lead implanted and connected to the device. Once again, the rv coil lead impedance measurement was greater than 200 ohms. A device connection issue was suspected, therefore, the device was removed. A new device was implanted and connected to the rv lead obtaining adequate electrical measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. There were no anomalies observed regarding the connector.